Event description:
Patient reported right side with deformation and rupture. Device has been explanted and replaced.

Manufacturer narrative:
Clarification d9 - device not yet returned. Only device photo received. Photo analysis: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ deformation: no observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported deformation and rupture. Devices was explanted and replaced. This relates to the right side.

Event description:
Patient reported right side with deformation and rupture. The device has been explanted and replaced with a non-allergan implant.

Manufacturer narrative:
Continued: h.6. F2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported deformation and rupture. Devices was explanted and replaced. This relates to the right side.